Event description:
Boston scientific received information that the remote monitoring system detected that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high shock lead impedance measurement. The report was delivered to the responsible health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.